Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the no issues were found, and the device appears to be in good condition. The impedance test shows an electrical open distal waveform between 0-10cm from the distal housing. Microscopic inspection revealed the distal housing was observed detached. Also, a perforation was observed in the imaging window.

Event description:
Reportable based on device analysis completed on 15jan2026. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, upon advancing the catheter distally beyond the lesion, the image signal was lost. Multiple additional flushes were performed to eliminate possible air bubbles however, no image was restored, and only a black screen remained visible throughout. The device was removed and the event resolved. There were no patient complications. However, it was further reported that a perforation was observed in the imaging window.